Event description:
The patient stated he "had infection" on both of his upper arms at vgo sites which required oral antibiotics for resolution. Patient continued to place the vgo in the same site every 24 hours. After the patient developed an infection on one arm , patient began using his other arm for vgo placement but he then developed an "infection" in that arm, so he changed back to his initial arm. The patient was clear that he did not rotate vgo sites every 24 hours. Vgo instructions for use state "change the location of v-go slightly every 24 hours. The patient states that the infections have resolved.